Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hypoglycemia. Customer's blood glucose level was 53 mg/dl at the time of incident. Customer treated their hypoglycemia with food. Customer declined to continue with the troubleshooting and stated that he was ok. Customer called in because failed sensor and also received alarm that his blood glucose was bellow 40. Insulin pump will not be returned for analysis.